Event description:
It was reported that the insulin pump had a black screen. The mother stated that the customer is camping with his school. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.